Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer could not advance past the fill tubing step in the ilet user interface because the system would not allow selection of ¿yes,¿ leading the care team to provide their pump to the patient and an out-of-box replacement to be processed. Symptoms included no change in blood glucose. Outcomes included no alerts or alarms and no medical intervention. Investigation included customer interview and case documentation review. Investigation of this case revealed a screen or touchscreen input issue consistent with a nonresponsive user interface during setup, indicating a hardware-related malfunction affecting the display or input component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to hardware or user interface performance.